Event description:
Reprise IV study. It was reported that complete heart block (chb) occurred. The patient was enrolled into the reprise IV study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on prior regiment of aspirin at the time of index procedure. Prior to the procedure, the patient received loading doses of 324 mg of aspirin and 300 mg of clopidogrel. An isleeve introducer sheath was placed and the aortic valve was treated with deployment of a 23 mm lotus edge valve successfully into the proper anatomical location. During the procedure, the patient developed chb. Temporary venous pacemaker (tvp) was maintained post-operatively. The event electrocardiogram revealed sinus rhythm with a-v dissociation and wide qrs rhythm with ventricular escape complexes, left axis deviation, right bundle branch block, left ventricular hypertrophy with strain with secondary repolarization abnormality and abnormal ECG. Medication was adjusted to treat the event. Upon electrophysiology consultation a new permanent pacemaker was recommended to treat the event. On the same day, a new dual permanent pacemaker (non-bsc) was implanted successfully. At the time of reporting, the event was considered not recovered/ not resolved. Two days post index procedure, the patient was discharged on aspirin and clopidogrel. It was further reported that the chb occurred post valve placement. The event is considered recovered/resolved.

Event description:
(B)(6) study. It was reported that complete heart block (chb) occurred. The patient was enrolled into the reprise IV study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on prior regiment of aspirin at the time of index procedure. Prior to the procedure, the patient received loading doses of 324 mg of aspirin and 300 mg of clopidogrel. An isleeve introducer sheath was placed and the aortic valve was treated with deployment of a 23 mm lotus edge valve successfully into the proper anatomical location. During the procedure, the patient developed chb. Temporary venous pacemaker (tvp) was maintained post-operatively. The event electrocardiogram revealed sinus rhythm with a-v dissociation and wide qrs rhythm with ventricular escape complexes, left axis deviation, right bundle branch block, left ventricular hypertrophy with strain with secondary repolarization abnormality and abnormal ECG. Medication was adjusted to treat the event. Upon electrophysiology consultation a new permanent pacemaker was recommended to treat the event. On the same day, a new dual permanent pacemaker (non-bsc) was implanted successfully. At the time of reporting, the event was considered not recovered/ not resolved. Two days post index procedure, the patient was discharged on aspirin and clopidogrel.